Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had flashing display. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported insulin pump had crack, also mentioned when turned on to put the settings in and the screen will only show the screen medtronic and the flash off and then on again, will not go pass the medtronic logo screen. Customer stated they had just put in batteries for the first time and then stays on the logo screen and then flashes off and then on again. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per healthcare professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
No missing segments/partial display noted during testing. Device passed displacement test, active current measurement test, sleep current measurement test and self test. During visual inspection, electronics stack with moisture damage.